Event description:
It was reported that a patient implanted with an impella 5.5 experienced ¿impella position in aorta¿ alarms. The motor current was flat though an echocardiogram confirmed appropriate positioning of the pump. The pump was explanted on suspicion of a clot in the pump however, no clot was found.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. Positioning issues: there was no true positioning issue found during the case per clinical and log analysis. The device functioned/operated to specification. Optical signal issue: the return pump was inspected for 5s check and all parameters were in normal range. Light continuity test passed. Biomaterial wrapped under impeller and small piece biomaterial found on optical sensor/viser line face and no other abnormalities were found. Impella in aorta alarms seen post motor current (mc) spike at p-4. Position was confirmed to in right place per echo and false alarms were observed. Placement signal (ps) monitoring disabled. During false alarms period, all 5s were within normal range and no significant variations and motor current was almost flat after mc spike. Pump flows saturated after mc spike. This failure trend indicates biomaterial ingestion falsely triggering position alarms causing several impella in aorta alarms to be triggered. Clinical stated, ¿impella position in aorta¿ alarmed, the bedside rn reportedly said the motor current was flat with echo confirming appropriate positioning per the physician. Upon rounding early the next morning, team decided there was a probable clot in impella and wanted to remove impella. The cause of the (optical) false impella position alarms are likely due to biomaterial ingestion based on log, return product and clinical analysis. Failure mode thrombus added as a result of biomaterial ingestion observation. Thrombus: returned 5.5 pump visually inspected. Biomaterial observed wrapped around impeller. No broken blade or cannula kink or other abnormalities observed. The root cause of the thrombus was unable to be determined due to insufficient clinical details. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-30582.